Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was alerted on the right ventricular (rv) lead. Short v-v intervals, noise and possible fracture were also noted on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.